Event description:
It was reported the patient experienced inadequate therapy with their drg system. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted. Investigation was unable to determine which of the leads caused the inadequate therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), batch: ab2367.